Event description:
Additional information received corrected that the actual residual volume (arv) and expected residual volume (erv) were unknown. The actual reservoir volume was two times greater than the expected volume. A dye study was performed and ruled out the catheter issues.

Event description:
It was reported there was an increase in patient's pain and volume discrepancies with the pump. The reporter stated that there have been volume discrepancies for several months and at the last refill on (B)(6) 2012 expected residual volume (erv) was 2ml when the actual residual volume (arv) aspirated was 4ml. The patient had been experiencing increased pain. It was noted that the elective replacement indicator was in 1 month. The patient desired a pump and catheter replacement, although it was noted that following catheter diagnostic studies, the healthcare provider (hcp) had ruled out a catheter issue. The medication in the pump was fentanyl. Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006 (B)(6), product type catheter. (B)(4).